Manufacturer narrative:
Patient information was unavailable. No parts have been received by medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the patient was registered successfully, and the malleable suction instrument was registered and navigating. At about two-thirds of the way through the procedure, the suction instrument stopped navigating. There was no metal close to the emitter. The site changed to different instrument, a large malleable suction, and finished the procedure with no further problems. There was no delay due to this issue, and there was no patient harm or injury. It was noted that the patient was satisfactory.

Manufacturer narrative:
A hardware analysis of the suction was initiated to determine the probable cause of the issue. Analysis found that the malleable suction would not track, returning only red status. A check of the em interface showed that coil #3 was dead. If information is provided in the future, a supplemental report will be issued.